Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was observed during review of the device's history logs. However, the reported problem could not be duplicated with the device. The pace defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.